Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during cleaning, it was observed that the battery reamer device would not shut off until the battery device was removed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device trigger was sticking, the motor made an unusual noise when running, the electric control unit had low amount of voltage output in the off mode when the forward and reverse trigger was pressed. The assignable root cause for these failures was determined to be due normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.